Event description:
According to the available information, when anchoring the 2nd side (dynamic), upon rotation the mesh tore free from the anchor [break]. This happened twice in the same patient. The mesh was trimmed away and explanted. A 3rd altis was implanted uneventfully.

Manufacturer narrative:
An altis mesh and two introducers were received for evaluation. Examination of the mesh revealed both the static and dynamic sides were completely detached from the mesh. Both the dynamic suture and static sutures were delaminated from the mesh and not received. The mesh was partially torn on both ends. Microscopic examination of mesh shows rough and irregular surfaces, indicating stress was exerted. No functional abnormalities were noted with either introducer. The information received indicated the mesh tore during the procedure. Quality confirmed the torn mesh. As the dynamic and static sutures were not received, it was concluded that the mesh tear most likely occurred while implanting the dynamic anchor as indicated. Details were not provided as if there were any issues that may have occurred. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, nonconformances and capas revealed no trends for this lot.

Manufacturer narrative:
The lot number was reviewed for complaint trend, nonconforming report, and CAPA. No ncs nor capas were identified in veeva. There were several complaints identified against this lot; however, with various failure modes. Therefore, this is not considered a trend. A preventative CAPA has been historically opened for the altis product line to investigate increased rates of mesh to suture or anchor to suture bond failures which is being reported in this complaint. Devices met specification prior to release. The device was not returned for evaluation. Without the benefit of analyzing the device, coloplast cannot comment on the condition of the device. Should additional information prompt us to alter or supplement any information or conclusions contained in this report, a follow-up report will be submitted.

Event description:
According to the available information, when anchoring the 2nd side (dynamic), upon rotation the mesh tore free from the anchor [break]. This happened twice in the same patient. The mesh was trimmed away and explanted. A 3rd altis was implanted uneventfully.